Event description:
Per the clinic, the patient experienced an extrusion (date not reported) and the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on january 5, 2023.

Manufacturer narrative:
'This report is submitted on june 01, 2023.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2023; not (B)(6) 2022 as previously reported. Per the clinic, the patient experienced a skin dehiscence followed by pressure necrosis and breakdown. The patient was treated with oral antibiotics (specific date and duration not reported) however theissue did not resolve. Subsequently, the device was explanted on (B)(6) 2023. This report is submitted on april 13, 2023.

Manufacturer narrative:
Correction: the device was not explanted. Per the clinic, the patient experienced an extrusion (date not reported). There are plans to explant and re-implant the patient, however, this has not occurred as of the date of this report. This report is submitted on january 17, 2023.